Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. The sensor was inserted into the arm on 12-08-2023. Product was provided for investigation. The product was not investigated as analysis would not be able to confirm complaint or determine a probable cause. However, data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the transmitter and app were unable to restore the connection. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown duration of signal loss occurred. The sensor was inserted into the arm on (B)(6) 2023. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the transmitter and app were unable to restore the connection. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.